Manufacturer narrative:
Investigation: visual inspection: deposits and blood in the ped. Prechamber were observed through the visual inspection. No damages or other abnormalities of the valves were detected. Permeability test: a permeability test has shown that both valves are permeable. During the test, some particles were flushed out. Computer controlled test: to investigate the claim of over -drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The shuntassistant is operating not within the specified tolerances in the vertical position and shows an accelerated outflow. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, slightly deposits were found in progav 2.0. In the shuntassistant were no visible deposits detected. Results: based on our investigation results, we can identify a accelerated outflow in the shuntassistant. At the time of the investigation, it was not clear to us how the mentioned functional impairment ("non- adjustability")occurred. No functional deviations were detected. The accelerated outflow of the shunt sytsem, we assume that the deposits found within the valve may have temporarily caused the functional impairment. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in overdrainage and was not further adjustable. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6); height: unknown; weight: unknown; gender: male.